Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated infection caused by device puncturing urethra. Additional information from patient's legal representative states significant scarring at the base and throughout the length of penis, a lack of blood flow at the head of penis, diminished sensation, inability to achieve and sustain erection.